Manufacturer narrative:
Initial reporter facility name (cont.): (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set and a tubing issue occurred. It was reported bubbles inside the tubing due to a bend. After inserting the tubing set, at the area where the tubing bent/forked off, small bubbles occurred after a certain time. The bubbles started directly after bend and were detected after passing through the sensor. The tubing set was replaced, and the procedure continued. There was no harm on patient. The bubbles/air in tubing is not MDR reportable. Bubbles in the tubing set can be an expected part of procedure set up, and flushing should be performed in order to remove the bubbles. A safety feature of the pump is in place in order to stop flow if air is detected. The tubing problem is MDR reportable.

Manufacturer narrative:
Additional information was received on 29-jun-2023. The pump's plate/door is being reported as causing issues for the tubing with a sign of bubbles in the tubing. As such, this event has been reassessed and is no longer considered to be MDR reportable against any bwi devices, as the damage was caused by external factor and not a quality issue of the tubing itself. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device ac7394338 number, and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA manufacturer's reference number: (B)(4).